Event description:
It was reported that customer pump had broken screen and that pump did not start even after being connected to charging cable for an hour. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.